Manufacturer narrative:
Kanehsiro, m. Et al. Pulsed field ablation for paroxysmal atrial fibrillation under impella support in a patient with reduced left ventricular ejection fraction [conference presentation]. P673. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. Kanehsiro, m. Et al. Case of paroxysmal atrial fibrillation with low cardiac dysfunction in which pulsed field ablation was performed using ensite with impella cp support [conference presentation]. Mpp44. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that atrial fibrillation occurred. Event summary: the patient was admitted to the hospital due to fatigue and heart palpitations. Upon admission, the patient exhibited tachycardic atrial fibrillation with a heart rate of 140 beats per minute, a reduced left ventricular ejection fraction of 19 percent, and signs of congestive heart failure. Screening for intracardiac thrombi was performed using transesophageal echocardiography. Electrocardioversion was administered and was unable to restore normal heart rhythm. The patient collapsed due to acute left heart failure catecholamine resistance hypotension which required use of a non-boston scientific (bsc) temporary, intravascular, microaxial heart pump. The patient developed severe acute kidney injury which necessitated continuous hemodialysis and filtration. The physicians elected to perform a pulse field ablation procedure using a farawave catheter for treatment of atrial fibrillation. While employing the non bsc temporary heart pump, sixty four (64) applications of pfa via the farawave catheter were delivered to the pulmonary veins, the right inferior pulmonary vein carina, the left atrial posterior wall, and superior vena cava. The pfa procedure was successfully completed with hemolysis markers showing only transient elevation. One (1) day post index procedure the non bsc temporary heart pump was removed. Three (3) brief atrial fibrillation recurrences occurred which all terminated spontaneously. Patient status: the patient recovered and was discharged fifty-six (56) days post initial hospital admission.